Event description:
It was reported by the sales rep that preoperatively to an unknown surgery on an unknown date, it was observed that the 5.5/6.5 healix advance awl device was too dull; and its distal tip was smashed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
The lot number was unknown; therefore, the manufacturing site name was unknown. UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.